Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent leakage from the insulin cartridge despite confirming proper installation and replacing the cartridge at each change, and the pump had previously been replaced without resolving the issue. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation by customer care agent included review of prior cases, user education on proper installation, and the decision to provide a replacement box of cartridges to assess resolution. Investigation of this case revealed an ongoing suspected cartridge integrity or sealing issue, with no device alerts or alarms reported and no evidence that the pump hardware was the source after prior replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending assessment of the replacement cartridges.